Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. One instance of alert 63 (vibe i2c comms) was found in the device engineering logs, but the alert was resolved by the ilet within 5 minutes and was never seen again. Device data confirmed hyperglycemia on the reported event date beginning following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated infusion set failures or some other failure along the fluid pathway, resulting in insufficient insulin delivery. The user reported multiple issues with the cartridge and infusion set change, and received additional training after the event.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/25/24. The user reported the hospitalization was from (B)(6) 2024 with the user experiencing bg levels over 600 mg/dl. The use was treated with IV insulin along with long/short acting insulin. The user was tested for ketones, but the user was unsure of the results. They reported changing cartridges frequently due to insulin depletion but remained unaware of any issues with the infusion set, as they did not inspect it during the events. The user was using the convatec inset (23", 6mm) teflon infusion set. The user noticed the cartridge icon incorrectly displayed as full, indicating potential confusion regarding the device's operation. The user elected to switch to the convatec contact detach (23", 6mm) steel cannula infusion set and has resumed using the ilet.